Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl at the time of incident and current blood glucose was 123 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with glucose tablets. Customer is returning sensor for analysis and being sent replacement sensor.

Manufacturer narrative:
(B)(4). Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Also, found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.